Manufacturer narrative:
Other, other text: b5: additional information received on 25-oct-2022 via email . No patient death or injury. No other information available. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was removed or broken on the plunger head and bottom case upon receipt. The right plunger case was cracked. An error code was found in the ehl (event history log). A power up process and force sensor test were performed. The customer reported issue was confirmed as the force sensor bridge test was found at power up and the force sensor was unable to be calibrated. The root cause of the reported issue is unknown however, the main board does not operate as intended. To correct the issue, the main board was replaced. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited force sensor bridge error test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.